Manufacturer narrative:
Not returned to manufacturer.

Event description:
Hard to walk [gait disturbance]. Pain increased [pain]. Painful shot [injection site pain]. New pain in the inner corner of knee [arthralgia]. This serious regulatory authority, spontaneous report was received from a consumer in united states. This report concerns a patient of unknown age and gender who experienced hard to walk, painful shot, new pain in the inner corner of knee, and pain increased during treatment with euflexxa (sodium hyaluronate) solution for injection 1 %, unk, for arthritis from 2016 to 2016. The patient reported receiving only two injections of euflexxa and declined the third injection. The patient's medical history included meniscus tear. On (B)(6) 2016, the patient experienced hard to walk, painful shot, new pain in the inner corner of knee, and pain increased. The patient was disabled or suffered permanent damage due to painful shot, new pain in the inner corner of knee, pain increased, and due to this hard to walk. Action taken to euflexxa was dose withdrawn. At the time of this report the outcome of new pain in the inner corner of knee was not recovered, the outcome of hard to walk was not recovered, the outcome of painful shot was unknown, and the outcome of pain increased was not recovered. The following concomitant medication were reported: multivitamin (from an unknown start date to an unknown stop date), fish oil (from an unknown start date to an unknown stop date), probiotic (from an unknown start date to an unknown stop date), and advil (from an unknown start date to an unknown stop date). At the time of reporting the case outcome was not recovered. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Other case numbers: case number, others = mw5065683. This ae occurred in the us and concerns the medical device euflexxa. Please report to your local health authority if required by local law. No corrective action was performed by the manufacturer or requested by regulators. Argus number: (B)(4).